Event description:
The affiliate reported: readjustments of a patient?s programmable certas hydrocephalus valve became more difficult and as a result, after each readjustment a rx image was taken to confirm the setting after the readjustment. In a preliminary check on (B)(6) on the attached images forwarded, one can see a somewhat strange orientation of the axle that might be of a concern. On (B)(6), the patient came for medical check and this time, there was no problem to change the setting from 3 to 4 and a radiograph confirmed that setting. Hospital suggests organizing a training for the radiology department on the correct x-ray technique. No further actions for codman are requested. (During use on patient) other action taken: on (B)(6), the patient came for medical check and this time, there was no problem to change the setting from 3 to 4 and a radiograph confirmed that setting. Product code 82-88xx - device still implanted.

Manufacturer narrative:
This complaint was re-opened. The actual device could not be investigated as it was not returned, however since x rays were provided by the customer they were shown to our r&d department. The response from the r&d department indicated that they confirm the version of the physician. The x-rays have certainly been taken with a certain angle. This explains why the axis is not viewed as a single point, but more as a line (side view of the axis). We can also confirm that the axis is still in place. If it would have been dislodged (which is not the case), the physician could not have programmed the valve anymore. If the sample is returned in the future, this complaint will be re-opened and evaluated. A review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.